Event description:
A medical centre in (B)(6) reported via a distributor that the base of an mr290hfv high frequency vented autofeed humidification chamber was found leaking during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290hfv high frequency vented autofeed humidification chamber is not expected to be returned to fisher & paykel healthcare for investigation. We are currently in the process of obtaining further information from the medical centre in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and completed our analysis.

Manufacturer narrative:
(B)(4). The complaint mr290hfv high frequency vented autofeed humidification chamber was not returned to fisher & paykel healthcare for investigation. An attempt was made to obtain additional information regarding the reported fault but no response was received from the medical center. Without the complaint device or additional information, we are unable to confirm and determine the root cause of the reported fault. Every mr290 chamber is pressure tested to 8kpa following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. The pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The medical center reported that the leaks on the subject mr290v chamber was observed during use, indicating that the fault occurred after the chamber was released for distribution. The user instructions which accompany the mr290 chamber state the following: "maximum operating pressure: 8 kpa" "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." "Set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use only the mr290hfv with sensormedics 3100b."

Event description:
A medical center in (B)(6) reported via a distributor that the base of an mr290hfv high frequency vented autofeed humidification chamber was found leaking during use. No patient consequence was reported.